Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient's blood glucose rose to approximately 300 mg/dl while using the pod located on the hip/buttocks area. The patient developed ketoacidosis, with abnormal ph levels indicating metabolic imbalance. They required hospital treatment, including IV insulin infusion, and remained hospitalized for approximately 24 hours. The pod in use at the time was removed and discarded, and a new pod was placed during treatment.